Event description:
It was reported that prior to use, the device's sensor was not adhering to the skin and appeared to have a reduced amount of adhesive on the strip, resulting in an inability to obtain accurate readings. There was no patient involved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3, h6 additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that upon opening the sensor directly from the provided packet, it was noted that, when removing the protective plastic, there was significantly less adhesive than expected. The product was able to be used, but only after additional tape was applied to reinforce adhesion. After preparing the patient¿s skin and attempting to apply the sensor to the patient¿s skin following the drying of the skin prep, an immediate lack of adhesive was noted. The eeg was interpretable but intermittently 'bottomed out' (i.e., displayed zero appreciable waveform). It was unknown if there were any patient complications as a result of the event.